Manufacturer narrative:
(B)(4)

Event description:
Clinical research associate contacted dexcom on 05/05/2016, to report that the subject experienced a loss of communication approximately on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.